Event description:
It was reported that the patient received inappropriate shock due to sensing issues on the discrimination channel. The patient was brought into the clinic and programming changes was made. There were no adverse health consequences, the patient was stable.